Manufacturer narrative:
The product not expected back for an investigation as the sensor was disposed at the site. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre reader did not turn on by button press or test strip insertion since (B)(6) 2019. On (B)(6) 2019, as a result of the customer not having a way to measure her glucose levels, she experienced tachycardia, headache, stomachache and subsequently lost consciousness. She was treated by a nurse with 1 mg/dl of glucagon for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that her adc freestyle libre reader did not turn on by button press or test strip insertion since (B)(6)2019. On (B)(6)2019, as a result of the customer not having a way to measure her glucose levels, she experienced tachycardia, headache, stomachache and subsequently lost consciousness. She was treated by a nurse with 1 mg/dl of glucagon for hypoglycemia. There was no report of death or permanent injury associated with this event.